Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was noted that the generator was protruding because the device was too large, and there was an infection around the device. The area was irrigated with antibiotics and the generator was replaced with a smaller generator model. The patient's lead was also adjusted because it was noted to be too tight for head movement. The patient was provided with antibiotics and it was noted that a culture would be performed to determine the type of infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. The physician's assessment of the cause of the events was provided. It was noted that the cause of the generator protrusion was due to patient anatomy, as the patient is too small for the older generator model. The cause of the infection was related to patient manipulation or trauma. The cause of the lead being too tight was related to patient anatomy. The intervention (generator replacement and lead positioning) was to preclude serious injury and to prevent further infection. Additional information was received that after the generator replacement, the patient was hospitalized with a massive infection and the vns generator would be removed. It was stated that the patient spent 3 days in the picu and had a bedside procedure to drain more of the infection. The patient developed a bacterial infection in his blood due to hospital acquired actinobacter baumii. The patient has been having almost constant uncontrolled seizures. The infection is controlled now. These events and the continuation of the events will be reported in MFR. Report # 1644487-2020-01173 as they occurred with a different suspect product, the new vns generator. Device return and evaluation is not necessary because the reported events are not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.